Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a loss of manual ventilation. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that the adjustable pressure limit knob was cracked which does not affect functionality of the device. There was no loss of operation or performance. The initial event was not reportable. H3 other text: additional information was received that the adjustable pressure limit knob was cracked which does not affect functionality of the device. There was no loss of operation or performance. The initial event was not reportable.